Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. Upon receipt of additional information indicating a product information entry error, the previously reported event was found to be a duplicate complaint entry. The event has been reported under 0001825034-2025-02673. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, the previously reported event was found to be a duplicate complaint entry. The event has been reported under 0001825034-2025-02673.

Manufacturer narrative:
(B)(4). D10: medical product: unknown acetabular shell: catalog#ni, lot#ni. G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty; the insertion instrument was unable to be unscrewed from the acetabular shell. A new shell was successfully implanted using additional instrumentation. The impactor instrument and shell were still unable to be separated. No patient impact or adverse events have been reported as a result of the malfunction.